Manufacturer narrative:
Product analysis: the returned device consisted of a watchman truseal access system with the dilator in the sheath, and blood in the device. Inspection of the device found a kink in the sheath 3.5cm proximal of the tip. There was no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the device became kinked during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient but could not position the was in the laa. After repositioning the was again, it became kinked. The physician continued the procedure using the kinked was. The was was positioned in the laa of the patient and the wds was inserted. The closure device was successfully deployed and implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the device became kinked during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient but could not position the was in the laa. After repositioning the was again, it became kinked. The physician continued the procedure using the kinked was. The was positioned in the laa of the patient and the wds was inserted. The closure device was successfully deployed and implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.